Manufacturer narrative:
Additional information provided in sections h.3., h.6. And h.11. The product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The account indicated the use of a non-qualified intraocular lens (iol). Per the instructions for use (IFU): the company lens model is only qualified for use in the company (c) and (d) cartridges. The handpiece and viscoelastic indicated are qualified for use with any of the qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Not enough information was provided from the account for further investigation. The account indicated the use of a non-qualified lens/cartridge combination. The IFU indicated the company lens model is only qualified for use in the company (c) and (d) cartridges. The smallest qualified cartridge is indicated on the label of both the lens case and carton. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported an issue during intraocular lens (iol) implantation. The initial attempt involved using the company¿s cartridge and inserter; however, the iol did not advance into the proper position. A different inserter was then utilized, but that didn't work either. They then replaced the lens and cartridge while continuing to use the same company inserter and viscoelastic. Following the same steps, the new iol was successfully implanted. The only change between the unsuccessful and successful attempts was the use of a new cartridge and new iol. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.